Event description:
It was reported that a user contacted support while attempting to pair a sensor to the pump and experienced low glucose, with a blood glucose value of 59 mg/dl, after which the user ingested oral glucose and later measured 61 mg/dl; troubleshooting and education were provided. Symptoms included hypoglycemia without reported associated symptoms. Outcomes included temporary low glucose that was addressed with oral carbohydrate and did not result in hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of unclear cause with resolution following oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.